Manufacturer narrative:
From the photographs supplied, the comments on the report and emails sent, and our telephone discussion with the customer, we were able to confirm that our product was used with a custom made tracheostomy tube. We have not previously seen this version of a custom tracheostomy tube and did not anticipate our device being used with this particular design. It is well understood the importance of deducing dead space in airway fittings used in small children and, therefore, the airway access adapter used (csc200) has a dead space reducing design. A small percentage of endotracheal tube fittings and some tracheostomy tube fittings are also designed with low dead space characteristics. In these cases, the clinician if trying to use the csc200 with its low dead space design with a tracheostomy tube that also has a low dead space design would find that the two parts would have overlapping physical material and they would not even fit together. The 6mm hard plastic inner tube of the csc200 is almost twice the diameter of the 3.5mm tracheostomy tube used on this patient. In the particular case reported to us, we can only assume that the soft silicone of the tracheostomy tube allowed the two pieces to be forced together. In doing so, it appears (only from the simulated photographs from the customer) that the low dead space silicone seal in the csc200 was forced back into its body and folded over. Although it is nearly impossible to manually pull off the silicone seal by hand from the csc200, perhaps the approximately seven days of it being stretched within the adapter enabled it to be pulled off by the tracheostomy tube when it was withdrawn from the 3.5mm opening. This is only a hypothesis which we cannot confirm. This is the first report we've received where this experience had occurred.

Event description:
Nurse was called to infant's bedside because he had been de-saturating. Patient currently being bagged when they tried to re-attach infant to the ventilator, the patient started to de-saturate again. Tried to suction patient at this time, but unable to pass in-line suction catheter through airway access adapter. Trach tube appeared to be obstructed. The infant returned to baseline after a new trach tube was placed. Health professional's impression is that the airway access adapter is really a y connector that allows staff to suction the airway without disconnecting the ventilator. Apparently a silicone seal came off the adapter and lodged in the cone shaped unit.